Event description:
Loss of osseointegration, implant achieved osseointegration, implant was completely covered with bone, no thread tap used, bisphosphonate treatment, diabetes mellitus, bruxism, pain, mobility.